Manufacturer narrative:
Suspected medical device references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported that a patient was complaining of pain at the implant site that travels down to the knee. The patient thinks the pain "tracks the sciatic nerve" to her knee and inflames their knee. This event has been going on for 5 years, but has gotten worse over the last couple of months; worse after they had knee surgery on (B)(6) 2016. It was noted that the medical environment from knee surgery could have possibly affected the device, but it is unclear at the time of the report. The rep checked the impedances and they were normal. The battery was okay and x-rays showed leads were in an okay position. The patient turns the device off at night to relieve the pain and they are scheduled for a revision in (B)(6) 2016. The following information regarding the patient's medical history was noted: they had a stroke in 2001. The patient also had a hysterectomy and their gall bladder removed. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had the lead and battery replaced on (B)(6) 2016. All reported pain had been elevated on the date of surgery. They were not sure what the cause of the pain was.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.